Event description:
The surgeon was removing the angiosculpt device from the guide catheter but the scoring element separated from the balloon.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal inner member broke between the distal bond and the balloon tip seal bond. There is evidence that the distal end of the inner member is necked. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.